Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. Two days after the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, once daily, ongoing), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) and fluconazole tablet (150mg, oral, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. It was reported that retaining has been done for the patient. No additional information is available.

Manufacturer narrative:
B5:: upon follow-up, it was reported that the patient did not recover from the second episode peritonitis. The catheter was removed and patient was transferred to hemodialysis(hd). Hd was ongoing. Re-catherization has not yet scheduled. Should additional relevant information become available, a supplemental report will be submitted.